Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an error during the bolus procedure. The blood glucose reading was 126 mg/dl. The customer stated that the error alarmed 3 times that day. He reported that he had to reset the time, date, delivery rates and settings, which did save. Advised replacement of the insulin pump but the call was dropped. Attempted to reach the customer unsuccessfully. Nothing further reported.